Manufacturer narrative:
Upon receipt of the device, the reported fault was able to be replicated. The unit was not receiving power due to a faulty power supply. The unit was scrapped to prevent further use.

Event description:
Device displayed a critical hardware failure during a case. There was no patient harm; however, the device needed to be replaced during the case.

Manufacturer narrative:
Determination of root cause is pending the completion of an investigation.

Event description:
Device displayed a critical hardware failure during a case. There was no patient harm; however, the device needed to be replaced during the case.